Event description:
Reportedly, an attempt to interrogate the ICD of a patient with the programmer ( (B)(6) ) took place in the hospital and the following 2 error messages appeared. Reportedly it was not possible to interrogate the patient. User referred that the battery of the tablet was 0% and they had just plugged the charger prior to interrogation. The programmer was a few minutes later tested with a pm in stock and the device was interrogated with success. For the user the programmer seemed normal in this second interrogation. The patient will return to the hospital for a cardioversion on the (B)(6) 2024.

Manufacturer narrative:
-File analysis revealed on 11 april 2024 that an error occurred at the launch of the platinium platform (ICD) module software, and then the interrogation of the ICD was impossible. -the root cause of the corrupted file could not be found with certainty, it may be due to a corrupted system file related to the platinium platform (ICD) module. -tablet software for other implant types (pacemaker) is not impacted. -the smartview software v3.14 should be re-installed, which will allow to interrogate ICD. -this case is retained for trending purposes. Please refer to the attached report.